Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no clinical supporting documents were provided to conduct a thorough analysis of the reported issue.  No medical assessment can be rendered. Without the actual product involved and/or device information, our investigation cannot proceed.  If the device or new information is received in the future, this complaint can be re-opened.  No further actions are being taken at this time.  We consider this investigation closed.

Event description:
It was reported tha a revision surgery was done because the patient did not have adequate flexion of the knee post surgery. Initial surgery was approximately 3 years ago. The reason for revision was not related to implant malfunction.